Manufacturer narrative:
The serial number of the complained c513 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c513 analyzer commercial system. The customer noticed a positive bias in patient hba1c results and repeated these using an hplc method and a second c513 analyzer. The first sample initially resulted in an hba1c value of 5.50 %. When repeated with the hplc method, the result was 4.80 %. When repeated on the second c513 analyzer, the result was 5.20 %. The second sample initially resulted in an hba1c value of 5.70 %. When repeated with the hplc method, the result was 5.00 %. When repeated on the second c513 analyzer, the result was 5.50 %. The third sample initially resulted in an hba1c value of 5.30 %. When repeated with the hplc method, the result was 4.70 %. When repeated on the second c513 analyzer, the result was 5.00 %. The fourth sample initially resulted in an hba1c value of 6.80 %. When repeated with the hplc method, the result was 6.20 %. When repeated on the second c513 analyzer, the result was 6.60 %. The fifth sample initially resulted in an hba1c value of 5.60 %. When repeated with the hplc method, the result was 5.00 %. When repeated on the second c513 analyzer, the result was 5.40 %. The sixth sample initially resulted in an hba1c value of 5.70 %. When repeated with the hplc method, the result was 4.90 %. When repeated on the second c513 analyzer, the result was 5.40 %. The seventh sample initially resulted in an hba1c value of 5.70 %. When repeated with the hplc method, the result was 5.10 %. When repeated on the second c513 analyzer, the result was 5.50 %.

Manufacturer narrative:
The central processing unit (cpu) of the analyzer was replaced with the cpu of a second analyzer. All data from the complained analyzer was deleted. The investigation could not identify a product problem. The cause of the event could not be determined.